Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log files and various internal tests showed grabber cards initialization failed which resulted in the system being unable to start. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the system did not start. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that all monitors were black and not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and returned the system to use in good working order.